Event description:
The health professional was unable to access the refill port. The pump was checked under fluoroscopy and a flipped pump was confirmed. The patient was taken to the or to have the pump flipped back, however, at the time of the procedure, the surgeon noted that the pump pocket site was infected. The entire device system was explanted. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.